Manufacturer narrative:
Device discarded after procedure.

Event description:
It was reported that the revolution cement mixer w/breakaway nozzle was being used in a total knee arthroplasty when during the injection, the cement leaked out of the nozzle and the side of the top lid. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.